Manufacturer narrative:
The complaint investigation was updated/revised on 16nov2023 as follows: the customer reported that the infusion pump was broken, and chemotherapy ran through too fast. Doxorubicin should have run for 24 hours, 06:30am on (B)(6) 2023 - 6:30am (B)(6) 2023. It finished at 2am on (B)(6) 2023. The member of staff that discovered this then put a flush on it at a different rate so that the flush would finish at 6:30am as planned and was investigated as a level 1 pci. Device history logs were reviewed. N251(calve cassette test failed), n58 (low battery), n183 (peak prox occlusb) and n234(distal air) were identified in device history. The log review period was (B)(6) 2023 to (B)(6) 2023. Engineering concluded that the infusion that was started for 24 hours did not stop or complete early. Per review of the pump logs, it was stopped by the user after two hours and the remaining volume was programmed on line b at the same rate which completed normally (delivering within accuracy tolerance). Engineering concludes the user mentioning ¿broken¿ is due to the multiple cases of valve cassette test failure alarms which were cleared after performing back priming and the infusions continued normally. The device passed all performance verification testing including delivery accuracy without issue. No issue found with device operation. Based on log review it is concluded that the device was working as expected an no issue was identified with device operation. Therefore, the probable cause for the customer's reported issue was not established.

Manufacturer narrative:
The pump logs were reviewed and the following observations were noted: -there was a large number of low battery alarms on june 25th; the user silenced the alarm a few times (as opposed to plugging in). -there was another low battery alarm on july 17th. -there was also a large number of valve_cassette_test_failed alarms on july 17th. This may be what prompted the complaint. -there were a number of occlusion and air in line alarms, but there is no indication that this was from abnormal pump behavior. In conclusion, there was -nothing identified that would indicate incorrect pump behavior. The device passed all performance verification testing testing without issue. There was no issue(s) found with device operation. Therefpre, the probable cause of the customer's complaint could not be established.

Event description:
The complaint involved a plum 360¿ infuser compatible with ICU medical mednet¿ software that was reported to have infused chemotherapy too fast into a patient. Doxorubicin should have run for 24 hours, 06:30am on (B)(6) 2023 - 6:30am (B)(6) 2023. Instead, the infusion finished at 2am on (B)(6) 2023. The staff member that discovered this then put a flush on at a different rate so that the flush would finish infusion at 6:30am as planned. Upon trying to troubleshoot the pump's issue, the rate of doxorubicin administration was no longer present in the pump. The nurse that administered the drug also did not complete the fluid balance chart. As a result, the rate that the chemotherapy was originally running is unknown. It was further reported that observations of the patient indicated that the patient was stable. The customer stated that this drug is often given much quicker in other regimes. There was no report of harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.